Manufacturer narrative:
The reported device was received for evaluation. A visual inspection revealed that the device was returned in original packaging with the batch number of the complaint on the label. The anchor is partially on the device and is deformed/broken on its distal end. The sutures are still run through the anchor, cannula, and out the handle. The insertion device has no visible defects. A functional evaluation could not be performed due to the condition of the anchor. An assessment of material characteristics found that based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during a collateral ligament fixation, the healicoil anchor broke while implantation. The broken pieces were removed from the patient using tweezers. The procedure was completed with non-significant surgical delay using a back-up device in the originally drilled bone hole and no void was left in the patient. The insertion site cleared of all debris prior to insertion of the anchor. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: case (B)(4).